Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the inspection of the loaner kit in the (B)(4) warehouse, it has been detected that the product arrived broken. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Arcos 3.5mm hex drive, part # 31-301852 from lot zb6894386, was returned and evaluated against the complaint. Visual inspection found scuffing on the connector and rings of wear around the shaft. The hex tip is fractured. A review of the device history records identified no related deviations or anomalies during manufacturing the additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of photos. Visual examination of the provided pictures identified shows the device has the tip fractured. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.